Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Cut/injured/stabbed on lip [lip injury]. Brush heads on both genius x toothbrushes come loose from the hand piece - oral-b [device connection issue]. Brush heads come off very easily - oral-b [device breakage]. Case narrative: 57-year-old male consumer via phone stated that the oral-b crossaction toothbrush heads came loose from both oral-b genius x toothbrush hand pieces. He cut/injured his lips. No serious injury was reported. On march 3, 2025, follow up via flow: the suspect product was confirmed to be oral-b rechargeable toothbrush handle 3771 genius x genius x. The suspect product lot was bh24531034. The consumer reported that the oral-b toothbrush heads came off very easily and stabbed his lip. No serious injury was reported.